Event description:
Customer reported having a blood glucose level of 503 mg/dl at the time of the call. Customer required assistance with meter troubleshooting. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.